Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi), jailing of septal branch, ventricular tachycardia and passing third degree av-block. In (B)(6) 2013, the patient presented with complaints of recurrent chest pain and was hospitalized. Clinical status assessment indicated that the patient¿s qualifying condition was non st-elevation myocardial infarction (nstemi) with unstable angina (braunwald classification iii b). Cardiac catheterization was recommended. The target lesion was located in the proximal left anterior descending artery (prox lad) with 80% stenosis and was 15mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.50x20mm promus element plus stent with 0% residual stenosis. Post study stent deployment, jailing of the septal branch was noted. The patient experienced chest pain and was monitored on the table for some time. Post procedure, cardiac enzymes were noted to be elevated indicating a myocardial infarction. The patient was treated for the same with medications and was placed on telemetry. During telemetry monitoring, an event of ventricular tachycardia for 5.4 seconds was noted. The patient did not have any shortness of breath or chest pain. On the next day, the patient went into third degree av-block while asleep with pulse rate of 27/min. The pulse returned to a rate of 50/min after the patient was awake. Subsequently, through the day the rhythm returned through a junctional rhythm and finally to sinus rhythm. The patient was monitored further. Echo-cardiogram showed infarct scars in basal part of septum. There was no significant valve issues and ejection fraction was 55%. Since there was no more signs of total block observed, the patient was discharged on aspirin and clopidogrel.